Event description:
It was reported "patient had fallen and dislocated their hemi arthoplasty hip. Once the patient arrived at the hospital, x-rays were taken and it was determined that the bi-polar and the head and stem were still intact and connected. Surgeon then tried to reduce the joint back into place. While he was manipulating the joint the bi-polar component came apart from the head, the patient was then taken to surgery where the surgeon replaced the bi-polar with a new uh1 component. Surgoen investigated the old bi-polar component and realized that the inside poly had fractured.